Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that when the physician installed the water chamber and placed the balanced salt solution in the pressurized chamber, the pressurized motor failed to function. As a result, the condition of the repeated test did not improve, which hindered subsequent work and surgery. Patient and procedure detail were unknown. No patient harm was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. However, the customer did not authorize for a replacement part to be installed. The customer instead asked to have the entire console to be replaced. As such, the original-deinstalled system was not tested nor examined on-site. Additional related information was not provided. Based on the information available, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information available, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).